Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical blue line ultra tube with profile soft-seal cuff, the suction tube could not enter trachea and this in turn caused oxygen saturations to drop. 80% causing brief period of hypoxia . After airbag was partially exhausted, the blocked trachea tube disappeared and the patient ventilation was resumed at 100 % oxygen .the intervention of gas cut sleeve was manipulated and adjusted direction to achieve outcome. No further adverse patient effects were reported.